Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that air bubbles were present in the reservoir and tubing. The mother stated the air bubbles were one centimeter in size. It was reported the air bubbles were present after seven to eight hours of use. It was also found insulin was not stored at room temperature. The insulin pump was not rewound with the reservoir in place. The customer's blood glucose was unknown. The reservoir will not be returned for analysis.